Manufacturer narrative:
The investigation is pending. Upon completion of the investigation and evaluation of the device, a supplemental repot will be submitted. (B)(4).

Event description:
A report was received from japan with information stating that during patient use, there was a "leak increased" alarm and a "low paw" alarm; however, the alarms were not audible. The alarm lamp was observed to be blinking. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.